Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record review was performed on part # 314.115, lot # 4371316: release to warehouse date: 07-feb-2002, manufactured by synthes (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. The returned device was found to have a broken handle. The handle is in two pieces. Additionally the handle is cracked where the handle is pinned. There are small cracks throughout the remainder of the handle. Unrelated to the complaint the tip of the screwdriver was found to be broken with a missing fragment. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint was confirmed. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. No definitive root cause was able to be determined. The issue is likely related to cumulative wear and repeated use and sterilization cycles over the 15 year life of the device. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a screwdriver is dry rotting/cracking and needs to be replaced. The reported issue was discovered during routine inspection in sterile processing. No patient involvement. During the manufacturer investigation process it was discovered that the returned device has a broken handle. The handle is in two pieces. Additionally the handle is cracked where the handle is pinned. There are small cracks throughout the remainder of the handle. The tip of the screwdriver was also found to be broken with a missing fragment. This condition was re-evaluated and determined to be reportable on february 16, 2017. This is report 1 of 1 for (B)(4).